Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer amulet occluder was chosen for a left atrial appendage (laa) closure using a 12f amplatzer amulet delivery sheath. During procedure, a pericardial effusion was detected after device deployment. The decision was made to release the device after all stability criteria were met. A percutaneous drainage was performed, which drained about 200cc of blood. The patient was taken to the cardiac surgery unit, and the surgeon repaired the laa, which was damaged distally. The amulet device remained in place. The patient status was reported as stable. The patient has a history of chronic kidney disease and was on dialysis, so patient was not on oral anticoagulants.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the amulet caused the pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
Subsequent to the previously filed report, additional information was received that the intervention was emergent as the pericardial effusion lead to cardiac tamponade. The location of the pericardial effusion was noted at the posterior laa wall. The patient was taken to cardiac surgery because the percutaneous drainage was considered as insufficient to resolve the issue. During the procedure, there was no difficulty implanting the amulet device, and only one deployment of the device was performed. The patient's activated clotting time (act) levels are not available, and it is unknown if heparin was administered.